Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported an intracapsular rupture of the left device discovered by ultrasound. The device has been explanted with complete capsulectomy and replaced.

Event description:
A healthcare professional reported an intracapsular rupture of the left device discovered by ultrasound. The device has been explanted with complete capsulectomy and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d6a, d9, h3, h6.

Event description:
A healthcare professional reported an intracapsular rupture of the left device discovered by ultrasound. The device has been explanted with complete capsulectomy and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the radius side assessed as fold flaw opening additional observations: red particles observed in the device. Wear abrasion observed on the device. Creases observed on the device.